Event description:
It was reported that during use of lead less implantable pulse generator (ipg) the device exhibited threshold rise next day post implant to weeks of post implant. Ipg remains in use. No patient complications have been reported as a result of this event.